Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (b)(64). Eleven year post operative breakage of ceramic head. Revision surgery required; changed to delta/delta cermaic.